Event description:
The customer reported that the system does not fluoro, intermittently.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the video switching board. The system is functioning properly.